Event description:
According to the user facility, the device stopped cycling while on a pt. The pt was manually ventilated. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.